Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: large ivc hematoma and bleeding from the ivc filter, ivc thrombosis. Rupture of the ivc, and bilateral deep vein thrombosis (dvt). The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis within the filter and vasculature do not represent a device malfunction. Hematoma and bleeding are known potential adverse events associated with the use of the ivc filter; however, do not represent device malfunctions. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: large ivc hematoma and bleeding from the ivc filter, ivc thrombosis. Rupture of the ivc, and bilateral deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: large ivc hematoma and bleeding from the ivc filter, ivc thrombosis. Rupture of the ivc, and bilateral deep vein thrombosis (dvt). Approximately, three years and nine months post implantation patient experienced a syncopal episode reporting lower back pain radiating to abdomen, right lower extremity and lower left extremity, nausea, and vomiting. Patient underwent a radiological scan, that showed the solid abdominal organs were within normal limits, there was a large acute retroperitoneal hematoma, more pronounced on the right, and the ivc was dilated and there was adjacent fat stranding and fluid. No active extravasation was noted. There was a 3.1 cm distal abdominal aortic aneurysm with mural thrombus, diverticulosis, and a small hiatal hernia. The conclusion was the hematoma appears venous in origin and likely relates to the ivc. Additional review from radiology found thrombosis involves the iliac and common femoral veins bilaterally. Approximately one month later, patient underwent a CT scan of the abdomen and pelvis and was compared with the exam that occurred a month prior. The report stated there was more than one filter present with the more superior within the intrahepatic portion of the ivc. There was no focal abnormality within the liver, spleen, or pancreas, no hydronephrosis and no free fluid. There were apparent bilateral dvts at the common femoral veins extending proximally to the level of the ivc filter at the renal veins. The conclusion was that there was remarkable improvement in previously noted retroperitoneal hematoma and probable chronic dvts at the common femoral veins. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved, but there is no documentation of a removal attempt. The patient also reports suffering from anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc and adjacent structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, retroperitoneal hematoma, bleeding thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Syncope as related to changes in blood pressure is a known potential adverse event associated with the use of the ivc filters. Anxiety, nausea, vomiting and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: large ivc hematoma and bleeding from the ivc filter, ivc thrombosis. Rupture of the ivc, and bilateral deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: patient had a history of bilateral pulmonary emboli, and deep vein thrombosis. The filter was placed below the level of the renal veins. Approximately three years and nine months post implantation, patient underwent a computerized topography (CT) scan of the abdomen and pelvis and compared with the exam that occurred a month prior. The report stated there was more than one filter present with the more superior within the intrahepatic portion of the ivc. There was no focal abnormality within the liver, spleen, or pancreas, no hydronephrosis and no free fluid. There were two apparent bilateral dvts at the common femoral veins extending proximally to the level of the ivc filter at the renal veins. The conclusion was that there was remarkable improvement in previously noted retroperitoneal hematoma. According to the information received in the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved, but there is no documentation of a removal attempt. The patient also reports suffering from anxiety.

Manufacturer narrative:
Concomitant medical products and therapy dates unknown .018 wire unknown 6 french sheath unknown 6 french dialator unknown 4 french micropuncture unknown bentson 180cm .035 unknown PICC pack. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.